Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the cios alpha system. During an interventional procedure, the doctor reported low contrast on subtraction images. As a result, a stent was placed in the incorrect position and the patient had to undergo open heart surgery to correct the placement. No further information has been provided regarding the patients current state of health. Additional details have been requested for investigation.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a user error. The investigation showed that the poor image quality reported occurred due to incorrect parameterization of an organ program on site. Our systems are always delivered with a factory setting of organ programs that deliver better image results than the one used by the customer. The review of the log files and the examination of the image material indicated that the user used a modified organ program that did not correspond to the factory settings and is unsuitable for the type of recording (heart area). The parameterization of the customized organ program may be suitable for the fluoroscopy of extremities, such as arms or legs, but not for the abdomen area. Here the circumference of the body is simply too wide and the tissue to be penetrated by x-rays is too massive. It can be concluded that the critical situation on site was caused from an organ program selected by the user that was unsuitable for the clinical application. The customer now uses the original factory organ programs and no further incidents have been reported. The manufacturer is not considering further actions resulting from this event as no systematic system error has been recognized.